Event description:
Reporter indicated that vns patient was scheduled for revision surgery approximately 20 months post-implant due to device migration; however, the patient reportedly cancelled the procedure and is considering explant instead. It was reported that the cause of the device migration was not documented in the patient's chart and that the generator was loose in the pocket, but had not necessarily migrated to a different location.